Event description:
Complainant alleged that the clinicians were attempting to pace the heart rhythm of an obese pt, who was presenting a bradycardia heart rhythm. The clinicians paced the pt with a zoll ntp1000 device (serial number unknown), but the pt's heart rhythm was not captured. They then increased the ma setting, but were still unable to achieve capture of the pt's heart rhythm. The clinicians then applied fresh electrodes to the pt, and paced the pt using a zoll pd1400 device (serial number unknown). There was still no pt heart rhythm capture, and the clinicians increased the ma setting, but again they were unable to achieve capture of the pt's heart rhythm. The clinicians then removed the electrodes from the pt and observed that the pt had two severe burn marks to chest, with corresponding burn marks on the removed electrodes. The pt's burns were treated with neosporin ointment. The pt's heart rhythm was converted with medication via IV. The complainant indicated that there was add'l adverse effect to the pt as a result of the reported malfunction. The complainant was unable to supply the lot number of the used electrodes, as the packaging was discarded subsequent to the event.